Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt stated they were electrocuted (confirmed by an external source) across their back on thursday and immediately afterwards, their stimulation shut off. Pt said they thought their ins went dead so they put the charger on but the ins was at 80%. Pt said they controller said stim was on, but they weren't feeling any stimulation and pt thinks the electrocution shorted their stimulator out. The patient was redirected to their healthcare provider to further address the issue.